Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty connector on the radio frequency board. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corners, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error. It was not possible to send data to the insulin pump. The customer's blood glucose was 189 mg/dl. Nothing further was reported.